Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from the patient's left eye, during the implant process as the patient experienced a capsule tear/collapse. No further information was provided.